Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Five days after onset, the patient was hospitalized for the event. Dianeal therapy was discontinued and the patient was transferred to hemodialysis. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient remained hospitalized and antibiotic treatment was ongoing. The patient was reported to be recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available at this time.